Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker prematurely separated from the delivery catheter after fixation. The device remained implanted. The patient condition was stable.